Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: during follow up, it was reported peritonitis diagnosis was confirmed and the cause was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated for 15 days with vancomycin (1 gram, route and frequency were not reported) and fortum (1 gram, route and frequency were not reported) for peritonitis. At the time of this report, the patient has recovered completely from the event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.